Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 21-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system top drawer did not open and required recovery. A field service engineer found full height matrix drawer 1 was not opening and jammed. Further, the engineer released latch, adjusted it, rebooted the device and tested them to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es top drawer did not open and required recovery when user tried to recover the storage space, it had made a clicking sound. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.